Manufacturer narrative:
Correction : section g3 was updated to 07/09/2025 based on the date when failure analysis investigations were completed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm monopolar curved scissors (mcs) instrument did not close. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system passing the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument blades opened and closed properly several times. The cut test was done three times and passed each time. The monopolar energy cord was connected to an in-house erbe generator and passed recognition as an energy device. The instrument passed the electrical continuity test. The instrument was fully functional. No product issue was identified. The complaint was not confirmed based on the failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no damage, no missing pieces and no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics.

Event description:
Refer to h11 for follow-up information.